Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the impedances greater than 4000 ohms on electrode 1 only. This occurred during the final impedance check before closing the incisions. While testing the electrodes during initial lead placement, we did not get any motor responses on electrode 1. Rep tried to troubleshoot by turned on a program using electrode 1 and electrode 2 on cycling 3 seconds on/3 seconds off and turned stimulation up. The rep was only able to reach 0.5ma until the programmer notified them, they had reached maximum operating settings for this program

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ykx1, implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2ykx1, implanted: on (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-06 mpxr (B)(4) (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the impedances greater than 4000 ohms on electrode 1 only. This occurred during the final impedance check before closing the incisions. While testing the electrodes during initial lead placement, we did not get any motor responses on electrode 1. Rep tried to troubleshoot by turned on a program using electrode 1 and electrode 2 on cycling 3 seconds on/3 seconds off and turned stimulation up. The rep was only able to reach 0.5ma until the programmer notified them, they had reached maximum operating settings for this program. 2024-sep-06 (B)(4), e1 (rep): additional information was received from a manufacturer representative (rep). The caller repeated previous complaint that they were in the or for a new interstim x placement. Impedance tests showed c3 607 23 1079 13 >4k 03 1163 c2 734 23 1079 12 >4k 02 1255 c0695 everything with 1 was >4k. They attempted to program the ins with cycling and was stopped at 0.5ma. The healthcare provider (hcp) was fine to close and avoid contact 1 for programming. In an email response received on 2024-sep-11 the rep reported that the cause of the high impedances was unknown but it was most likely due to a faulty electrode. When asked what steps were taken to resolve the issue, they stated that the lead remained implanted per the hcp's decision and they programmed around the electrode postop. No further actions would be taken to resolve this issue. When asked about the cause of max settings being reached, they stated that the cause was not known but was likely due to the fault electrode on the lead and that no steps were or would be taken to resolve the issue.